Manufacturer narrative:
Final analysis found the pulse generator to be in back-up mode. The battery voltage dropped below end-of-life level due to normal battery depletion. After replacing the battery, normal function ensued.

Event description:
It was reported that the pulse generator could not be inter- rogated. The device appeared to be in backup vvi due to no magnet response and vvi pacing at approximately 68 bpm. The device was removed and replaced.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.